Event description:
It was reported the video system center had no signal output on the front panel. The issue was discovered during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. G2 (checkmark foreign and unmark healthcare professional) and remove h6 medical device problem code - 1183 - no display / image; additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint no signal output on the front panel was confirmed. Based on the results of the investigation, it is likely that the event occurred due to failure of dp (printed circuit) board. However, a definitive root cause of the event could not be identified. Olympus will continue to monitor field performance for this device.